Manufacturer narrative:
Imagery showed extreme tortuosity present in patient aorta. Valve diving (thv non-coaxial with flex tip) was present after valve alignment step. The device was returned to edwards lifesciences for evaluation inserted through a full loader assembly and esheath. The returned device was visually inspected and a crimp balloon tear, proximal to I/c bond, was observed. Balloon wings were flared out. The inflation balloon was almost aligned on the working length of the inflation balloon with the proximal inflation balloon slightly bunched. Gouges were present on the flex tip. Due do the condition of the returned device, no functional testing was performed. The complaint for ¿balloon ¿ torn¿ was confirmed based on the condition of the returned device. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear to ensure that the thickness of the material was within specification.  All measurements met specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The related lot was found to be correlated with the increasing complaint trends. Review of history for the related lot revealed similar complaints for ¿balloon ¿ torn¿. A review of the complaint history from february 2018 to january 2019 revealed other returned complaints for ¿balloon ¿ torn¿ for the commander delivery system (all sizes and models) but the monthly occurrence rate did not exceed the control limit for the trend category ¿damaged¿. Instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure. No IFU/ training deficiencies were identified. Regardless, additional actions are being initiated per a CAPA.  During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. The complaint for ¿balloon ¿ torn¿ was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). The physician performed the valve alignment process in a tortuous anatomy (the patient aorta was extremely tortuous), which can result in increased forces being applied to the crimp balloon. Additionally, if the thv was in a non-straight section of the aorta during valve alignment, the thv can become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Review of imagery reveals that valve diving was present after the valve alignment step. When the thv is unseated during alignment, it can result in even higher valve alignment forces, which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A CAPA addresses the correlation in balloon tear complaint rates with an alternate extrusion processing method. This alternate method has been removed as part of the corrective action along with scrapping remaining material from suspect lots. DHR review determined that the complaint device was from a suspect lot.  No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system per the CAPA. The content will consist of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.  Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. The complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. However, available information suggests that patient/procedural factors (performing valve alignment in tortuous anatomy) may have contributed to the complaint event. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. The CAPA captures further investigation and corrective action related to manufacturing. The CAPA was initiated to include additional information in the IFU related to tension build-up in the device.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after the sapien 3 valve was positioned in the native annulus by tf approach in aortic position, it was not possible to deploy the valve as the balloon did not inflate. Therefore a new system was prepared and then all worked fine. The aorta was extremely tortuous and the native valve was severely calcified.